Event description:
It was reported that the patient's left knee was revised. Intra-operatively, the insert appeared 'heavily oxidized.' The knee was converted to a triathlon pro ps knee. Surgeon would like the investigation results of the insert.